Event description:
It was reported that the patient was in the hospital in a coma and it was unknown if the pump or ¿al¿ malfunction was the reason. No diagnostic testing or troubleshooting was performed but was to occur in the future. At the time of the event the patient's status was reported as alive-with injury. This device system delivered baclofen. Additional information has been requested. It was further reported that the pump flow rate was reduced to minimal dose at ¿15.4.¿ the patient woke up at ¿16.4.¿ the patient¿s spasticity came back and the pump was increased to half of the dose before the problem (300 micrograms per day as it was originally was 660 micrograms per day). The concentration of the baclofen was 2000 micrograms per milliliter. Reportedly, before this event the patient took a ¿whole hand of medicaments orally (lirosal oral).¿ this might be the overdose and they did not expect that the pump had a malfunction. Pump logs had shown no anomalies. The patient was now reported as alive, no injuries.

Manufacturer narrative:
(B)(4).